Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve w/flex cuff was chosen for implant. During implant, it was observed it that part of the valve was broken. Another 21mm sjm regent heart valve w/flex cuff was implanted as a replacement. No additional information was provided.

Manufacturer narrative:
An event of leaflet fracture during deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could nit be conclusively determined. H6: device codes 4580 and 4648 removed.

Event description:
Subsequent to the previously filed report, additional information was received:it was reported that no part of the valve fell off inside the patient. The replacement valve was successfully implanted intra-procedurally.